Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "pneumatic pressure" alarm message several times. Therapy was continued. No pt injury was reported.